Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date beginning after a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values e. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set and a failure of the user to follow the ketone action plan and promptly respond to their hyperglycemia.

Event description:
On 9/27/24 an ilet user reported they experienced a high blood glucose (bg) event requiring a visit to urgent care. The event occurred on 9/27/24. The user reported elevated bg levels that were not decreasing. A nurse recommended to the user moving the infusion site. After confirming insulin delivery was functioning properly, the user discovered a bent cannula tip shaped like a hook. The site was replaced, and insulin delivery resumed. The user, who uses a convatec inset (23", 6mm) teflon infusion set had bg levels above 300 mg/dl for approximately 12 hours but did not use any backup therapy or conduct ketone testing. The user went to urgent care for bloodwork to rule out infection, but no ketones or infections were found. Follow-up later that day showed bg had decreased to 143 mg/dl and was stable.